Event description:
As reported, approximately 4 days post the previous dair (debridement, antibiotics, and implant retention) and revision procedure, the patient's infection worsened and another dair procedure was performed with a new glenosphere, humeral tray and humeral liner implanted, plus stimulan beads with vancomycin. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.